Event description:
Incident 1: one cor knot device was unable to load the cor knot reload. The other one in the same back had no issue and we were able to complete the procedure. Product had patient contact but no patient harm. Product is available for return. Incident 2 (6 days prior to incident 1): device would not load. We hand tied it in order to complete the procedure. Product had patient contact but no patient harm. Product is available for return. Manufacturer response for cor-knot mini device, (brand not provided) (per site reporter). Rep will pick up product and return it to the manufacturer.